Manufacturer narrative:
It was originally reported that the trolley moves when trying to load the cot. This only occurred when trying to load the cot in powered mode. This is not likely to harm the patient as the cot could still be loaded into the power load system manually. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cot moves in the ambulance due to a damaged transfer lock pin, transfer plate, and footend fastner. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cot moves in the ambulance due to a damaged transfer lock pin, transfer plate, and footend fastner. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.